Manufacturer narrative:
The investigation of the returned coil system found the implant severely stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant but stretching is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
N/a

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device. Device has not yet been returned.

Event description:
It was reported that during a pelvic vein embolization procedure via the right cfv, an embolization coil implant became detached unexpectedly and stuck in the delivery catheter. The catheter and the coil were removed and the procedure continued. There was no reported patient injury or intervention.